Manufacturer narrative:
(B)(4). D10: cat# 163638 lot# j7483575 28 mm cocr mod hd +6 mm no skirt, cat# 110031011 lot# 67087534 28 mm i.d. 42 mm o.d. Size e bearing. G2: foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 5 days post-implantation due to dislocation. Attempts have been made and no further information has been provided.